Event description:
It was reported that there was a discrepancy between the labeling and what the patient had implanted regarding the deep brain stimulation implantable pulse generator (ipg). There was confusion about the use of lead or port caps, as the patient's x-ray showed two stimulators, but only one was listed in the system. Additional information through a registration escalation was provided, indicating that the non-listed device was noted as implanted after its "use before date" of (B)(6) 2018. The actual implant date is not known. Research is underway to determine whether the device was implanted after the "use before" date or if the information was provided in error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.